Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67 year old female patient presenting with post cardiotomy cardiogenic shock for impella support. Upon insertion of the device, the tip of the catheter perforated the patient's left ventricle. The injury was repaired and support proceeded successfully.